Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A help line technician called in to report for the customer of a calibration error alert and the sensor had to be changed. The customer's blood glucose level was 42 mg/dl. The customer treated with glucose tablets. A bad sensor alert occurred after a second consecutive cal error alert. The customer was advised to remove and change out the sensor. The customer's sensor was replaced and returned.